Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted the merlin programmer overestimated the batter longevity of the pacemaker. There were no patient consequences and the patient was stable.